Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. H3: the device remains implanted, therefore the product evaluation could not be performed. H6, type of investigation: code b15 was chosen for the communication with the physician/field to gather relevant information. For code b20: it is no product return, the device remains implanted. Preliminary results are not available yet. The investigation is ongoing. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, a patient underwent an endovascular aortic aneurysm repair with a gore® excluder® conformable aaa endoprosthesis with active control system (cxt) and gore® excluder® aaa endoprostheses contralateral leg devices (plc). The patient has an aortic neck angle of approximately 60°. The procedure started and no access-related complications were reported. The cxt device could be deployed at the intended position with the first deployment step and finished the repositioning step as well. A severe kinking at the main body contra-lateral limb could be seen during fluoroscopy imaging. This was tried to cannulate by the procedural steps and the cannulation of the contralateral gate was attempted using a non-gore guidewire. However, cannulation of the contralateral gate could not be achieved. A second non-gore guidewire was then utilized, but no successful cannulation of the gate and it was kinked at the flow divider of the main body device. Further, there was also an attempt over the arm with another non-gore guidewire in order to get the cxt main body's contra gate cannulated from the proximal side, no success to get the cannulation. In preparation for placement of the contralateral limb component (plc) it was not possible to get access to the gate. Therefore, it was skipped to introduce further guidewires into the limb's gate and also the plc delivery catheter was not advanced into the gate as no guidewire was in place. Finally, the decision was taken to not complete this last step for plc component introduction and they left the cxt device in its deployed state. Further, they discussed a strategy and found bail-out for this situation by doing the aorto-uni-iliac procedure. The physician decided to continue intra-procedural step in order to finish the procedure and use the aorto-uni-iliac as alternative. Hence, here was a plug embolization in the right common iliac artery performed followed by a cross-over bypass from right to the left common iliac artery. All went well. The contralateral limb of the cxt was assured to be completely sealed with a kinked limb and no further leaks into the aneurysm sac was assured before concluding the procedure. The patient tolerated the procedure.